Manufacturer narrative:
Patient information is unknown. It is unknown when the screw became cold-welded to the plate. Lot number is unknown. Date of implantation is unknown. Date of explantation is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(6) reports that during removal of tomofix lateral distal femur plate on an unknown date, the surgeon described the screw and plate junction status as ¿cold welding¿. The surgeon had trouble removing the titanium tomofix plate because the unknown screws strongly adhered to the plate. The surgeon always finished the last screw insertion threads using a torque limiting screwdriver as described and proposed in the technique guide. During the removal, the surgeon had to use a broken screw removal set and diamond burr to shear off the screw head at the plate junction to enable removal of the plate and screw construct. The titanium screws were so jammed in the plate that when using the broken screw removal quick coupling t-handle, the shaft of the t-handle became twisted and not reusable. The surgeon had to use a new one. The surgeon added that the plate always achieved clinical result goal but the construct is a nightmare to remove after bone healing. It was unknown if there was a surgical delay related to the event. There was no patient consequence reported. This report is for a titanium tomofix medial high tibia plate-4 holes/small. This is report 1 of 3 for (B)(4).

Manufacturer narrative:
Complaint is comprised of two parts. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 2 for (B)(4).